Event description:
It was reported that one of the patient's batteries had a red light on. It was to be replaced the next outpatient visit.. There was no alarm for the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a charging issue was confirmed via analysis of the returned 14v battery. During testing, the returned 14v battery (serial number: (B)(6) was inserted into a known working test universal battery charger (ubc) and was not accepted for charge. Upon inserting the battery in the charging slot, a red light illuminated and the error code b0013 displayed on the ubc. The expected relative state of charge (rsoc) voltage for a fully charged battery pack is approximately 4.1 v; however, the rsoc voltage of the battery was measured to be approximately 3.3 v, indicating an issue with the internal components. Despite the observed issues, the battery¿s discharge time was tested using an electronic load based battery test system and the battery exceeded the design specification for discharge time. The battery was then fully charged within the system without any issues. The battery was also connected to a test battery clip, a test system controller, and a mock circulatory loop, and the battery supported the system without any issues or atypical alarms produced.. Circuit analysis of the battery¿s internal printed circuit board (pcb) revealed that one of the components had become compromised. Due to the compromised component, the rsoc voltage was not being updated to the correct measurement, which would result in the reported event. The reported event was determined to be due to a compromised component on the main pcb; however, root cause of the damage to the component could not be conclusively determined through this analysis. Battery inspection data was reviewed for the 14v battery, serial number (B)(6) revealing that the battery passed all inspection testing. The 14v battery was shipped to the customer on 11jan2024 (ifs order number: (B)(4). Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including battery faults displayed on the universal battery charger (ubc) and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.